Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a lap appendectomy, during the first firing the surgeon had a difficult time opening the device. The surgeon waited about five to ten minutes and finally it released. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.